Event description:
A patient (a (B)(6) old male) came into the office during a follow up appointment after having an mpj fusion on (B)(6) 2016. When x-rays were taken of the surgical site during the follow up, it was noticed that the right petite mpj plate had broken in the patient. The patient said he had experienced some pain once it was noted that the plate was broken. According to the doctor, the patient was healing fine initially and might not have been fully compliant. A fusion was not complete and there was some deviation. The doctor talked with the patient regarding the situation and the patient does not want surgery at this time. The doctor decided the deviation was not severe enough to make a surgery mandatory at this time. The doctor will continue to monitor the patient and the plate.